Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 3.50 promus premier¿ drug eluting stent was selected for use to treat the target lesion. However, the physician noticed a defective stent strut. The procedure was completed with a different device. No patient complications were reported. Additional information has been requested and is not available.